Event description:
It was reported that patient underwent a right knee revision approximately two years post-implantation due to knee stiffness and flexion deformity. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00235, and 0002648920-2023-00213. D10 medical devices: articular surface medial congruent (mc) right 14 mm height catalog#: 42522100714 lot#: 64688453. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 64776032. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 65001888. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 64922974. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - femur. The reported event was unable to be confirmed due to lack of information provided. No product or pictures were returned thus visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs reviewed by a healthcare professional identified possible patellar tendon thickening and evidence of trauma with cortical thickening possibly representing periostitis along the medial aspect of the distal femoral diaphysis, of uncertain etiology. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.